Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure a right ventricle lead was attempted to be placed and presented high pacing thresholds. The lead was attempted to be repositioned, however helix extension issues presented. A new lead was used to complete this procedure. No adverse patient effects were reported. This lead is not expected for return. Given this information our investigation on this event has been concluded. Should updated information become available, a follow up report will be submitted.